Event description:
It was reported that during device evaluation conducted at the manufacturer facility the device the device was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during device evaluation conducted at the manufacturer facility the device the device was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Through service, the technician found that the handpiece ran on its own, slowly, for more than 3 seconds after power was applied without pulling the trigger. An e-box trigger hall failure was identified. The e-box controls the electronics of the device, and damage to the electronic components or connected wiring will cause it to not function properly if at all. This can result in issues with device functionality including intermittent, no operation, and run-on.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.